Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported having a car accident due to insulin pump. The first incident involved adjusting the basal rates when she started on the insulin pump therapy. Customer stated that she gave her a manual injection; removed the insulin pump and was driving to work. Customer has had issues with low blood glucose. The blood glucose reading at the time of the event was 16 mg/dl. The blood glucose reading was 202 mg/dl when customer left her home. Customer requesting retraining. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.